Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "some time about a week ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016, customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2017, caller reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported the customer had self-administered an unspecified amount of insulin and subsequently experienced low blood glucose. Customer was taken to a hospital where she was treated with glucose via intravenous infusion. No further information was provided by the caller as call was disconnected during the course of troubleshooting and further attempts to gather information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the reported meter serial number is invalid, extended investigation has been performed. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. The manufacturer of freestyle lite meter, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. A tripped trend review was completed for the reported complaint and freestyle lite meter. Although trips were observed, no further investigation is required since the trips are associated with a known issue. For the trip in (B)(6) 2015, no further investigation was required if the product is returned, the case will be re-opened and a physical investigation will be performed.section describe event or problem date (B)(6) 2016 was incorrectly documented. It was modified to reflect case details.

Event description:
On (B)(6) 2017, customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2017, caller reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported the customer had self-administered an unspecified amount of insulin and subsequently experienced low blood glucose. Customer was taken to a hospital where she was treated with glucose via intravenous infusion. No further information was provided by the caller as call was disconnected during the course of troubleshooting and further attempts to gather information were unsuccessful. There was no report of death or permanent injury associated with this event.